Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a shaft break occurred. While preparing the device for use, the shaft of the 20mm x 2.75mm quantum maverick monorail balloon catheter became kinked. When the physician attempted to advance the catheter over a non bsc guide wire, outside of the patient, the device broke into two pieces at mid shaft. The procedure was completed with another of the same device. As there was no patient contact, no complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)